Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level 397 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Customer changed the cartridge to resolve the issue and resumed insulin delivery.